Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was completed? Was there any adverse consequence associated with the patient? Please provide procedure name. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/13/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one opened sample of product code 8425h was received for evaluation. The swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The condition of the sample received indicates improper handling of the device. (B)(4). Date sent to FDA: 04/16/2021. Corrected information: d3.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2020. Additional information was requested and the following was obtained: 1. How was the procedure completed? A- a new suture was uncovered. 2. Were there any adverse consequences associated with the patient? A- none. 3. Provide the name of the procedure. R- breast pexia. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.